Event description:
While receiving IV iron sucrose via hospira plum a+ pump - first time being used on this pt. Pump positioned near shoulder - patient, claims she was "zapped" at her pacemaker site. She pushed pump approx 2 ft. Away and had no further events.